Event description:
(B)(4).

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Herewith the investigation plan and report as attachments. The prescreen result was within acceptable criteria, the root cause of this case is not related to the failure of device performance, however, whether there is other factor (such as, human factor) need to be verified, will base on continued monitoring of the market info.